Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. There have been no issues during the disposable device manufacturing, including sterilization. Product met final inspection and testing requirements prior to shipment analysis of treatment data recorded by the system revealed nothing unusual. There were no device performance or user issues observed that would cause the symptom. The rate seen ((B)(4) incidents out of estimated (B)(4) procedures performed to date) is approximately (B)(4)% of the procedures and within the acceptable range as identified in (B)(4) analysis documentation.

Event description:
Clinic reported a patient who developed superficial ulcer which appeared like an open blister in left axilla 28 days post miradry treatment. Antibiotics (mupirocin 2% and azithromycin) were prescribed. Clinic confirmed the symptom was resolving.